Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that patient was admitted for suspected gastrointestinal bleeding. The vad coordinator reported that on (B)(6) 2018 patient's admission that a hemoglobin was noted to be lower than normal at 7.5 g/dl. It was noted that patient's iron studies, vitamin b12 and folate were within normal limits. It was noted that the patient's hemoccult test was (B)(6), and patient had a blood transfusion, patient was given 1 unit of packed red blood cells (prbcs). No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device 5 months. Corrected data. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.